Event description:
Several attempts (five phone calls) have been made to obtain more details of this incident. At this time, the distributor has only received information indicating that the organization's risk manager investigated the death and could not directly attribute it to the lma.